Manufacturer narrative:
The intraocular lenses are implanted. (B)(4).

Event description:
Bausch + lomb received a communication from a consumer who underwent implantation of the crystalens intraocular lens bilaterally. Postoperatively the pt reports experiencing unclear distance vision, glare, and double images secondary to unk etiology. The symptoms affect the pt's ability to drive at night. This report refers to the right eye. Approximately 4 months after lens implantation yag laser was applied but no improvement of symptoms was experienced by the pt. Prescriptions glasses have reduced the glare but pt still experiences multiple images and unclear distance vision. The latest visual acuity results approximately 6 months after lens implantation are ucdva 20/70 and bcva 20/30 with mr -1.50 +1.25 x 25. Reference MDR# 2031924-2011-00023.